Manufacturer narrative:
(B)(4) one used pillcam sb2 was received for evaluation. The returned sample met specification as received by medtronic. The reported condition was not confirmed. A visual inspection revealed no damage. Additional functional testing was performed and the device was found to function normally and within specifications.

Event description:
Customer reported pillcam sb2 capsule failed during procedure. The procedure was completed in the ICU with an ogd scope in order to confirm any sources of bleeding in the gastrointestinal tract. The pillcam was placed using a net basket and passed through the esophagus, into the stomach and then into the duodenum just fine. When it reached the duodenum the pillcam stopped working. The capsule stopped blinking and was no longer capturing images. The physician tried to adjust the pillcam, but after two minutes and no response the physician removed the pillcam. A second pillcam was then placed in the same manner and the procedure was completed successfully. The patient did not have any pacemaker and was not near any high interference machines that could potentially interfere with the pillcam and recorder. There was no harm to the patient.